Event description:
A report was received that a pt was experiencing discomfort at the ipg site. It was also discovered that the pt's leads have migrated and were causing discomfort for the pt. The pt will undergo a procedure to explant the device as the pt is elderly and does not want to undergo a revision procedure. The pt does not think that the device is providing any pain relief.